Event description:
It was reported that the unspecified bd 30ml syringe has a slice on the black plunger. The following information was provided by the initial reporter: writing to report a slice on the black plunger of a bd 30 ml syringe. No patient involvement, date of event is 5/3/22.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown device manufacture date: unknown investigation summary: it was reported there was a slice on the black plunger of the syringe. To aid in the investigation, one sample with no packaging blister and solution in it was received for evaluation by our quality team. The solution was expelled and no foreign matter was observed in the solution. The plunger rod-rubber stopper was removed from the syringe barrel and a visual inspection was performed. First, with a 10x magnifier lens and then after with a 30x microscope. No defects or imperfections were observed to the syringe barrel, rubber stopper or plunger rod. As the material and lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.